Event description:
It was reported that the patient¿s site had become infected and their leads and stimulator was explanted. Additional information was requested, if received, a follow up report will be sent.

Event description:
Additional information received reported that the infection was (B)(6). The patient was in the hospital for 5 days and on (B)(6) 2013 the ins with the leads were taken out.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 977a160, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a160, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).